Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vtich2.6, 6.50/1.5/159 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2018. It was reported that the lens has been explanted by another doctor due to elevated iop and blurred vision. Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - patient code 3191: secondary surgical intervention (lens explant) h6 - device code 1494: off-label use (acd < 3.0mm) claim# (B)(4).